Manufacturer narrative:
The lot number is unknown therefore, the date of manufacture can not be determined. The tube was discarded. The model is unknown therefore, 510 (k) cannot be determined. No analysis or conclusions can be made without the device or the lot number. The possible causes of this failure may include user/mishandling and/or anatomical anomalies of the patient airway such as sharp edges of cartilage or turbinates (teeth). See scanned page.

Event description:
The caller reported that she did not have a lot number or a product number/model information. She said that a size 8 endotracheal tube had a leaking cuff and the patient had to be reintubated.